Event description:
Per the clinic, the patient experienced recurring skin reactions at the abutment site, resulting in the decision to remove the abutment. The patient underwent a revision surgery on (B)(6) 2015, to remove the abutment. The patient was reimplanted with a cochlear implant during the same surgery. The fixture remains in situ.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.